Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. It was further reported that their implantable pulse generator (ipg) was extracted and the lead was capped. Drainage treatment was performed. A new ipg system was then implanted. No further patient complications have been reported as a result of this event.